Event description:
Critically ill pt on mechanical ventilation was transported from medical unit to radiology for a CT scan. Pt on cardiac monitor and was accompanied by physician assistant and respiratory therapist. Cardiac monitor reportedly went off and on intermittently and at times showed a blank screen. Pt was subsequently determined to be asystolic, code 99 was called but was unsuccessful. Bio-medical engineering determined that the rechargeable battery in the portable cardiac monitor was faulty with loose connection and caused the monitor to go off and on while in motion.